Event description:
In 2005, a clinical incident involving an atlas controller was reported to arthrocare corp. Following an arthroscopic procedure of the shoulder, the pt was reported to experience pain on the same day of the procedure. The pt was prescribed pain medication.